Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hand assisted colectomy, the surgeon placed the reload on the tissue, approximated the jaws on the tissue, pushed the green button to initiate the firing sequence nothing happened. The surgeon then opened the stapler and removed the handle/reload from the tissue and asked for a new handle and reload. The new handle and reload was used and the surgery was completed without issue. There was no patient injury.